Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, interrogation of the device showed an incorrect longevity measurement. The device was re-interrogated to show the correct longevity measurement and technical support confirmed the measurement was accurate. The patient was in stable condition.